Manufacturer narrative:
Concomitant medical product: w4tr01 crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to infection and drainage was performed. No further patient complications have been reported as a result of this event.